Event description:
This lead was explanted due to a fracture in the lead which was reported by patient's physician. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at approx. 10.5 cm distal to the is-1 connector pin. Two lead fragments were received for analysis. The performance of the lead fragments were scrutinized, including a visual and electrical inspection. The analysis revealed multiple signs of wear along the lead fragments. The distal lead fragment was found with a rubbed through insulation. In this region the conductor cable to the ring electrode was found fractured. These findings confirms the clinical observation mentioned in the complaint description. Based on characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available. Further damages, such as the deformation of the proximal shock coil, most likely occurred during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.